Event description:
Customer reported the IV set disconnected from the PICC line during an infusion of tpn. Tpn was found leaking on to the floor. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.